Event description:
It was reported that patient developed a hematoma over the ICD pocket. The device was explanted and replaced due to risk of pocket erosion. The patient was well after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.